Manufacturer narrative:
Physio-control evaluated the device. The device download data was reviewed and the reported issue was verified, but the reported issue was unable to be duplicated. The battery pins were replaced a precautionary measure. The device passed functional and performance testing and was returned to the customer. The root cause was unable to be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off and on three times while monitoring a patient. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off and on three times while monitoring a patient. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.